Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
Received info stating that the customer's pump was inconsistently charging. No impact to the customer's blood glucose level.